Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified the intermittent power issues on the system. The fse replaced the medical grade power supply (mgps) to resolve the reported issue. The system was tested and verified as ready for use. The mgps was analyzed and failed to start with fan noise on the in-house surgeon side console (ssc). The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer was trying to use two surgeon side console (ssc) for their case, but one ssc was not powering up. The customer tried moving the power cord and hard cycled numerous times, but the ssc would still not power up. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked the customer to hard cycle and move the power cord again, but issue persisted. The tse advised bringing in another ssc if the surgeon wanted to have a dual console system. The customer contacted the tse again and attempted to troubleshoot the ssc that was not powering on. The tse walked the reporter through two cycles of the ssc breaker with no change. The reporter explained that they could see lights flash, but they would soon extinguish. The customer verified the ac outlet with no change. The procedure was completed as planned.